Event description:
It was reported that load process went into repeated loop during use. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer changed cartridge and resumed insulin therapy.